Event description:
It was reported that the ventricular lead exhibited noise, the sensing configuration was changed to unipolar. The patient was again seen on (B)(6), 2011 noise was still noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 18.2 to 18.7 cm from the connector pin, due to friction with another device, which could have caused the reported noise problem.